Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. The patient did not experience asystole as a result. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.